Event description:
The suspect device result as hi. The user didn't have any symptoms and went to the ER. The ER checked their glucose and the level was 120 mg/dl. No treatment alleged. Controls were not used. The device was replaced and requested to be returned for evaluation.